Event description:
Chief complaint: cardiopulmonary arrest.history of present illness: the history was obtained from the paramedics. The paramedics said the person in the house said that the patient had complained of not feeling well, and the patient went outside to get some fresh air. The patient was then noticed to be spitting up some phlegm and having severe shortness of breath. The patient then collapsed. The fire department was the first to respond. They say that upon the arrival, they placed the automatic external defibrillator, and it advised no shock. The patient was reported to have been in asystole. Cardiopulmonary resuscitation (CPR) was initiated. The paramedics reported that upon their arrival, CPR was in progress. They stopped the CPR and checked to see if there was any pulse. The patient had a pulse, and the patient was breathing spontaneously. The patient had an external jugular line placed, and the patient was given oxygen. The paramedics say the attempted intubation was not successful. The patient then developed brady-arrhythmia and then asystole. CPR was continued. The patient was ventilated with a bag mask. Upon arrival to the emergency department, the patient was in asystole. There was no carotid or femoral pulse. There was no spontaneous respiration. There was frothy sputum in the mouth. The patient was ventilated with the bag mask and was then intubated with a size 7.5 endotracheal tube. There was good entry bilaterally. CPR was continued and advanced cardiac life support (acls) protocol was followed. The patient had an intravenous line placed in the right forearm, and also, the patient had a right external jugular intravenous line placed. Acls protocol was followed. The patient was given epinephrine and atropine, and CPR continued. On reevaluation, the patient remained in asystole with no femoral or carotid pulse and no spontaneous respiration. Please refer to the resuscitation chart for the drug dosages. The patient was reevaluated. There were no spontaneous respirations. There was no femoral or carotid pulse. The cardiac monitor in 3 leads showed asystole. CPR was stopped, and the patient was pronounced dead.(during the cardiac arrest, the patient was being paced with mechanical capture monitor when it turned off losing capture and was never able to be recaptured. Pt went into v fib and pt was shocked and then the monitor cut off subsequently with each shock. Batteries were changed after first time monitor cut off and each time batteries were checked for proper placement and pt was in v fib upon arrival to hospital).